Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure a hole was seen in the tyvek. The case was completed with another device of the same product code. The device was not used. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the tlc75 package was visually inspected and no damage was found. The tyvek was found to be in good condition with no holes, tears, or perforations. The rigid blister was also inspected and was also found to be in good condition. The complaint event could not be confirmed. Lot history records for (B)(4), product code tlc75, were reviewed. No protocols, defects, or non-conformances related to complaint issue were noted. The product met all in-process and finished goods specifications upon release of the product.